Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's leads were auto reducing. Diagnostics revealed high impedance on some contacts. As a result, the lead at l5 was explanted and replaced resolving the issue.